Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: based on the reported event, it was determined that the light intensity was reduced due to the breakage of the lcb (lighting fiber).

Event description:
The image was too dark to observe clearly, and could not be collected. Repeating operation, it still could not be collected. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.